Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. Visual inspection was performed and passed. Voltage measurement: pass. Download receiver logs. Pass. Review receiver logs. Found no loss of connection within the incident date. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.